Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. During the analysis it was verified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist handheld device was not responding to the stylus. A hard reset was performed, but the handheld device was unable to pass the alignment screen despite precisely in the crosshairs. It was noted that the handheld sometimes responded initially but would eventually be unresponsive. The handheld screen and underneath the edges of the screen had been cleaned. The handheld device has not been returned to date.

Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.